Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad nx sterilizer. Two items from the load were not recalled successfully. At this time there are no reports of injury or harm from the event. The load content is unknown. Asp has requested additional information regarding the load information and patient identifiers. The customer stated that the staff are not following the cyclesure 24 biological indicator (bi) IFU. The bi caps are pressed down before being processed in the sterilizer. An asp representative conducted an inservice and training on proper use of the product according to the IFU. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Sex: corrected from female to unknown.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and system hazard use and misuse analysis. The DHR (device history record) review revealed lot 045127 was manufactured on 02/14/2012. All product release specifications were met. Trending analysis for the product code of 'suspected positive bi' was reviewed and revealed that no significant trend was observed. Trending analysis by lot number was not performed since there is no allegation of functional failure after using the product according to the product IFU. The fmea (failure mode and effects analysis) reveals that the residual risk for this issue is at an acceptable level. The shuma (system hazard use and misuse analysis) was reviewed and the associated risk was considered "broadly acceptable". Retains evaluation is not required since troubleshooting determined that the customer did not follow the product IFU at the time the incident occurred. The suspect bi was returned and no manufacturing defects were observed. The customer complaint was attributed to the customer not following the product IFU. The end user depressed the cyclesure 24 bi cap prior to processing which is not in accordance with the product IFU. If the cap is depressed prior to processing, the sterilant is unable to penetrate into the bi, ultimately causing a false positive result. A training in-service was performed to educate personnel regarding the proper handling of bis.

Manufacturer narrative:
Correction: concomitant product serial number, sterrad nx sn: (B)(4). Correction: event date: (B)(6) 2012. Correction: one item from the load (a glidescope used for anesthesia) was not recalled successfully. New information: the patient identifier for this event is unknown. The operating room was notified. No additional treatment was provided to the patient.

Manufacturer narrative:
(B)(4) - suspect positive bi.